Event description:
I had a right total hip replacement on (B)(6) 2008. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52 on the right hip. Prior to surgery, I had pain in my right hip due to degenerative joint disease. In (B)(6) 2011, I started experiencing pain in my right hip and on (B)(6) 2011, I had a blood test and I was diagnosed with high levels of chromium and cobalt in my blood. I had to have a right total hip revision on (B)(6) 2011 requiring add¿l hospitalization. Operative report: (B)(6) 2011. Post-operative diagnosis: metallosis. Findings: massive effusion of right hip under pressure, osteolysis of the proximal femur and periacetabular bone and fibrosis of the periacetabular muscle. Dates of use: (B)(6) 2008 - (B)(6) 2011. Right hip degenerative joint disease.